Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a clearlink buretrol solution set in which a leak occurred. According to the report, the facility tried to use the product and it leaked because the "cylinder was not completely sealed". The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available. The sample was discarded and was not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.